Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through idc-CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report that an infusor had a ruptured reservoir. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.